Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. No unexpected battery out limit alarms noted. However, the pump was received with intermittent buttons due to corroded keypad traces. Analysis was unable to prime during prime test due to force sensor resistor damage by moisture. The insulin pump was received with scratched lcd window, with missing end cap sticker. Several bolus were programmed and delivered. All bolus delivered were properly recorded at the bolus history and daily total history. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and keypad anomaly. The blood glucose at the time of the incident was 377 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.